Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a lead revision procedure for a non-boston scientific lead, when the new boston scientific lead was inserted through the device and pacing system analyzer (psa), oversensing of signals were observed leading to pacing inhibition of less than two seconds. A new lead was successful implanted, and the reported observations were resolved. No adverse patient effects were reported.

Event description:
It was reported that during a lead revision procedure for a non-boston scientific lead, when the new boston scientific lead was inserted through the device and pacing system analyzer (psa), oversensing of signals were observed leading to pacing inhibition of less than two seconds. A new lead was successful implanted, and the reported observations were resolved. No adverse patient effects were reported.